Event description:
Upon using holmium laser, the laser fiber (1000 micron) glass tip broke off fiber - glass tip retrieved from bladder compared to another 1000 micron fiber - measured and found to be intact and length was the same.

Manufacturer narrative:
No fiber was returned for investigation. This is the first "broken" fiber complaints for the 1000 micron fibers. Cannot determine a root cause since the fiber was not returned for investigation.